Event description:
It was reported that during a device change out procedure, high impedance was noted on the svc coil when the lead was connected to the new device. The lead was disconnected, visually inspected, and reconnected to the device, but the impedance remained high. Defibrillation threshold testing was performed with the svc coil disabled. The lead remains in use with the remaining coil. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.